Event description:
Reporter alleged discrepant blood glucose values of 170 mg/dl back to back with a result of 350 mg/dl when testing was performed 1 minute apart on the advantage system meter. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter serial #, test strip name and lot number, and with its expiration date are not provided.

Manufacturer narrative:
The suspect product is the test strips, name not provided .